Manufacturer narrative:
Related manufacturer report no: 2015691-2015-02461. The investigation is ongoing.

Event description:
At the end of a transfemoral tavr procedure, there was a considerable amount of resistance while pulling the delivery system through the esheath. The delivery system was removed through the hemostatic seals of the sheath along with the guidewire and the entire delivery system balloon at the proximal attachment point of the balloon. The physician confirmed with fluoroscopy that the delivery system components that were torn from the balloon catheter shaft were contained within the esheath, just distal to the hemostatic seals. The delivery system balloon was removed from the sheath. After removal of the esheath, a liner tear was noted. Additionally, a dissection was noted in the common femoral artery and a 11x5 viabahn covered stent placed. Final runoff angio revealed brisk flow. The patient left the room in stable condition.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, the inflation balloon had separated from the crimp balloon at the bond, the polyimide guidewire shaft appears to have delaminated and the balloon was returned folded over the nose-tip. The crimp balloon wall thickness was measured and the inflation balloon wall thickness were measured and found to meet specification. Due to the inflation balloon to crimp balloon tear and separation, no functional analysis were possible. No manufacturing non-conformances were identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system of sheath was the source of the complaint. Based on the investigation, two factors were identified that may have prevented the delivery system from withdrawing into or through the sheath: non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath; and residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. Consequently while overcoming these procedural factors, if additional tensile force and manipulation is required to withdraw the delivery system into (and through) the sheath, it could result in material failure (crimp/inflation balloon bond), which was observed during the engineering evaluation. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information supports that procedural factors (non-axial alignment during retrieval or residual liquid volume in the delivery system) contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rates exceed the (B)(4) 2015 control limits for these trend categories. Therefore, no corrective or preventative action is required.